Event description:
It is reported that in 1999 patient underwent total hip replacement. Two years later, in 2001, patient began experiencing pain and x-rays revealed that the femoral head had fractured. As a result, in 2001, the hip was revised where a new acetabular liner and metal femoral head were placed. The manufacturer of the new components is unknown.